Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken/leaking sonnet micro rechargeable battery was received at service _ repair. Currently no report of injuries or damage to health from leaking electrolyte chemistry has been reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to excessive external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
A broken/leaking sonnet micro rechargeable battery was received at service _ repair. No report of injuries or damage to health from leaking electrolyte chemistry has been received.